Event description:
It was reported that the procedure was to treat a circumflex artery. A 300 cm non-abbott guide wire was advanced to the lesion. When attempting to advance a 3.25 x 12 mm xience xpedition stent delivery system (sds), the catheter stuck on the guide wire while still outside the anatomy. When the sds was being removed there was excessive force used and the distal shaft separated and the stent dislodged from the balloon. The guide wire and sds were then removed together as a single unit. The sds never entered the patient. Another unknown guide wire and xience xpedition were used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. Evaluation summary: the device was returned for analysis. The shaft separation and stent dislodgement were able to be confirmed. The resistance with the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition, everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.